Event description:
It was reported that there was an alleged over infusion of routine propofol at 11:03 on (B)(6) 2026. There was no intention for the bolus to be infused, the bolus button was pushed for reference of what the order for the bolus should look like when the provider was writing it, because the continuous infusion is ordered dose is in mcg/kg/min, and the bolus is just in mg. Propofol was already infusing continuously through interoperability, there is a feature to bolus from the pump, the nurse pushed the bolus button on the pump but did not push the rapid bolus and start button afterwards. It was noted that there were also the following infusions at the time of event: precedex 0.2mcg/kg/min, fentanyl 25 mcg/hr, propofol 20 mcg/kg/min. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.